Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had a "permanent pre-pubic urinal catheter" placed, and after about 3 months of use urine began to leak down the tube and into the gauze pads that were placed around the tube and taped in place. The customer noted that having a rubber seal over the hole would prevent leakage in the future. The customer noted that the seal would be flexible and the inner seal would collapse when the balloon was deflated.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to the ¿balloon molding". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst". Correction: e1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had a "permanent pre-pubic urinal catheter" placed, and after about 3 months of use urine began to leak down the tube and into the gauze pads that were placed around the tube and taped in place. The customer noted that having a rubber seal over the hole would prevent leakage in the future. The customer noted that the seal would be flexible and the inner seal would collapse when the balloon was deflated. It was later reported via customer letter on (B)(6) 2019, the catheter was inflated with 10cc of fluid. The complainant noted that the patient developed an infection at the opening several months after the catheter was in place and was given an ointment to apply and when the infection cleared up, then the leaking began.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be bad fit with shaft/no drainage eye/ poorly seated balloon /bladder neck interface. The lot number is unknown therefore the device history record could not be reviewed. We were unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the patient had a "permanent pre-pubic urinal catheter" placed, and after about 3 months of use urine began to leak down the tube and into the gauze pads that were placed around the tube and taped in place. The customer noted that having a rubber seal over the hole would prevent leakage in the future. The customer noted that the seal would be flexible and the inner seal would collapse when the balloon was deflated.

Event description:
It was reported that the patient had a "permanent pre-pubic urinal catheter" placed, and after about 3 months of use urine began to leak down the tube and into the gauze pads that were placed around the tube and taped in place. The customer noted that having a rubber seal over the hole would prevent leakage in the future. The customer noted that the seal would be flexible and the inner seal would collapse when the balloon was deflated. It was later reported via customer letter on (B)(6) 2019, the catheter was inflated with 10cc of fluid. The complainant noted that the patient developed an infection at the opening several months after the catheter was in place and was given an ointment to apply and when the infection cleared up, then the leaking began.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: brand name, common device name, device identification, adverse event problem, concomitant medical products. The device was not returned.